Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it can be presumed that it was due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. The event can be detected prevented by handling the device in accordance with the following instructions for use: IFU states the detection method in evis exera ii tjf type q180v operation manual. Chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the device evaluation found that the light guide lens had discoloration. The cleaning, disinfection, and sterilization (cds) was not performed by the customer prior to the device being returned to olympus for repair. Additional findings include the following: the air / water cylinder had no color, the suction cylinder had no color, the sheet holder unit had corrosion due to water leakage, the electrical connector had corrosion, the fixing force of the guide wire did not meet the standard value due to damage on the forceps elevator wire, the bending angle in the down direction did not meet the standard value due to wear of the angle wire, the connecting tube had a wrinkle, the distal end was shaved, the adhesive around the light guide lens had a chip, the adhesive around the objective lens had wear, the forceps elevator had foreign material, and there was corrosion on the forceps elevator. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had a curled angular stroke. The issue occurred after an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens had discoloration. There were no reports of patient or user harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.